Event description:
It was reported the customer experienced multiple occlusion alarms, specific dates were not provided. There was no adverse impact to the customers blood glucose level. The customer continued to use the pump for insulin therapy.